Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a frozen screen and button was unresponsive. The customer¿s blood glucose was unknown. Troubleshooting was performed. Insulin pump had battery failed alarm. Customer stated that numbers were not ramping on their own. Customer stated that alarm in progress during the time that the button was unresponsive. Customer stated that battery contacts cap and compartment are normal, not damaged, corroded or missing. After inserting new battery no battery failed alarm was received. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, frozen screens, or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).